Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was received for evaluation. The reported complaint was not confirmed. Volumetrics of .54ml/hr and 24 hours (12.96ml) tested in specifications at 13.01ml or 101% of expected volume. A log review showed on (B)(6) 2021 at 4:47pm a syringe selection of bd 30 at drive step position 23,404 (~7ml syringe position). At 4:48pm an infusion start of .54ml/hr and 24 hours (dl: smoflipid). On (B)(6) 2021 at 5:18am, a syringe near empty alarmed and then at 5:21am a syringe empty alarmed with a volume infused of 6.8ml. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: the lipid medication was infused over 12 hours versus the scheduled 24 hours.